Event description:
It was reported from (B)(6) that the sagittal saw attachment device was heating up on the drill device. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical products and therapy dates: drill device; (B)(6) 2021. (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was heating up on the drill was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the bearing was blocked/seized, the coupling was defective, the housing was worn, there was component damage, and the device did not function. It was further determined that the device failed pretest for verify if secured with safety pin, check oscillation frequency, check the handpiece coupling, and check the function of the quick saw blade coupling. The assignable root cause of these conditions was determined to be traced to maintenance, which is user error/misuse/abuse.